Event description:
The customer reported a leak of blue fluid from under the lh 500 hematology analyzer. The customer indicated that approximately 20 ml of fluid had leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and noted the leak coming from pv21 (pinch valve) and pv22. The fse replaced pv21, pv22, the associated tubings, actuators and connectors and the leak was resolved.

Manufacturer narrative:
(B)(4).